Manufacturer narrative:
The unit passed operating current, unexpected restart error test, and displacement test. However, the unit received a compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery tests due to the compromised force sensor system alarm. No low battery alert noted during testing. The following physical damage was noted: stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed low battery and that she was unable to remove her battery cap; she had the cap screwed on the wrong way. The patient's highest recent blood glucose value was 290 mg/dl. The patient's blood glucose decreased to 85 mg/dl two and a half hours later. The customer attempted to use a large, flat-head screwdriver to remove the battery cap, but the cap would not come off and pieces of it were breaking. The insulin pump was returned and replaced.